Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however grommet damage was noted.

Event description:
It was reported that during an implant, the device experienced oversensing and noise on the atrial channel. The physician continued to massage grommet seals and clean the connectors, but the noise continued. Fresh blood was visible inside the grommet seal. The physician was not comfortable with the device and replaced it. No patient complications have been reported as a result of this event.